Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Patient underwent primary left reverse shoulder replacement on (B)(6) 2019. Surgeon states that prosthetic joint has been functioning well, until approximately 6 months ago, when patient experienced sudden onset of pain, and increasing instability (patient had been doing exercises with weights). During surgery , prosthetic joint was found to be very lax, easily dislocated, with sub-scapularis tendon ruptured. Surgeon repaired sub-scap., plus tendon graft / repair, then removed the 9mm humeral poly insert, replacing this with a 9mm spacer plus a new 9mm poly insert. Additional information - the locking screw that came with the 36mm spacer, would not engage with the implant. The 42mm spacer was opened to access another locking screw. This screw was found to engage the implanted metaphysis, locking the impacted spacer to the metaphysis. The faulty locking screw is available for return. Joint was found to be stable through full range of movement, soft tissue envelop reconstructed (seperate complaint raised for screw).

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Patient underwent primary left reverse shoulder replacement on (B)(6) 2019. Surgeon states that prosthetic joint has been functioning well, until approximately 6 months ago, when patient experienced sudden onset of pain, and increasing instability (patient had been doing exercises with weights). During surgery , prosthetic joint was found to be very lax, easily dislocated, with sub-scapularis tendon ruptured. Surgeon repaired sub-scap., plus tendon graft / repair, then removed the 9mm humeral poly insert, replacing this with a 9mm spacer plus a new 9mm poly insert. Additional information - the locking screw that came with the 36mm spacer, would not engage with the implant. The 42mm spacer was opened to access another locking screw. This screw was found to engage the implanted metaphysis, locking the impacted spacer to the metaphysis. The faulty locking screw is available for return. Joint was found to be stable through full range of movement, soft tissue envelop reconstructed (seperate complaint raised for screw).